Manufacturer narrative:
Block h6: imdrf device code activation, positioning, or separation problem (a15) captures the reportable event of clip difficult to release from catheter. Correction: b2: outcomes attrib to adv event, h1: type of reportable event. Block h11: investigation results- the returned resolution 360 clip device was analyzed and the visual inspection found that the device returned without the clip assembly with evidence of full deployment and with the control wire detached and kinked. A microscopic inspection found that the device has evidence of full deployment, and the control wire is detached and kinked. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip difficult to release was confirmed. During analysis it was found that the control wire returned kinked. It is possible that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. It is important to note that the presence of the clip assembly is essential to the investigation, as the reported event is directly associated with this component. To determine the root cause of the physicians difficulty, inspection of the clip assembly is required. Based on all additional information, the most probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the handle spring broke, and the clip was difficult to deploy leading to a prolonged procedure of 45 minutes. The physician took off the outer wire sheath and used an additional device to cut the inner wire to allow the clip to detach from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the handle spring broke, and the clip was difficult to deploy leading to a prolonged procedure. The physician took off the outer wire sheath and cut the inner wire to allow the clip to detach from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 and a15 captures the reportable event of handle break and clip difficult to release from catheter.

Manufacturer narrative:
Additional information: block e1: has been updated with initial reporter email and phone number, b5 event description. Correction b1 adverse event. H6 impact code additional device required. Block h6: imdrf device code activation, positioning, or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the handle spring broke, and the clip was difficult to deploy leading to a prolonged procedure. The physician took off the outer wire sheath and cut the inner wire to allow the clip to detach from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information. The procedure was in the stomach, and the procedure was prolonged 45 minutes due to this issue.